Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned for evaluation; the device was returned inserted through an unbranded introducer sheath. A visual inspection found the balloon material to be bunched near the distal tip of the device. A longitudinal rupture and one complicated rupture were noted on the barrel of the balloon. Additionally, stretching was noted to the catheter shaft. The distal end of the introducer sheath was noted to be flared, and the proximal end was bunched. The investigation is confirmed for the reported inflation issue due to confirmed longitudinal and complicated ruptures on the balloon. Additionally, based on the bunched balloon material, stretched catheter shaft, and damage to the sheath, the investigation is confirmed for sheath-related retraction issues. It is likely the ruptures were the cause of the reported inflation issue. However, the definitive root cause for the identified rupture or retraction issues, could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. - do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure of a forearm fistula, the pta balloon allegedly failed to inflate on the third inflation. Another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a forearm fistula, the pta balloon allegedly failed to inflate on the third inflation. Another catheter was used to complete the procedure. There was no reported patient injury.